Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use, the ¿open suction maneuver button¿ was activated. The ventilator's touchscreen monitor read ¿inspiratory hold maneuver in progress¿ without the control being activated by the user. The touchscreen became temporarily non-responsive to touch due to the activation of the inspiratory hold maneuver and would not respond to any changes. The inspiratory hold maneuver could not be canceled. The respiratory therapist (rrt) noticed that the patient was in distress and that oxygen saturation dropped to 89%. When the patient started to have bradycardia, the patient was removed from the ventilator and was manually ventilated. The patient recovered quickly and was placed on another ventilator. When the ventilator was taken off the patient, it started to ventilate normally and then began to alarm low baseline and circuit disconnect.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.